Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the device suddenly stopped working. The user was reimplanted with a new device.

Event description:
Reportedly the device suddenly stopped working. The user was reimplanted with a new device.

Manufacturer narrative:
Conclusion: damage to the coil wire as might be caused by an external impact was determined to be the root cause of device failure. Even though no such event is mentioned in the recipient report, it is assumed that an accident/impact occurred. The problems given in the recipient report appear to match the damage found. This is a final report.